Event description:
It was reported that a pump memory error occurred; interrogation reveals 17.5 mls left and pump is programmed to stopped pump. The pump was not aspirated to determine the actual residual volume. The patient did not experience withdrawal. The pump was last filled when the concentration was switched from 2 mg/ml to 4 mg/ml. The patient underwent surgery on an unknown date to repair her colostomy in the past several weeks which involved a bovi. The pump was programmed with 4 mg/ml (drug is unknown) at a low rate during the current appointment to avoid overdose. The patient had already left the clinic but is due back in a month. Assessment of the telemetry strips by the manufacturer reveals there was an interruption in telemetry when trying to update the pump with the bridge. The pump contains dilaudid and another unknown drug.